Event description:
Two leaks of saline solution from attachment point of header occurred during the priming before analysis treatment. Because they did not enter dialysis with these devices, the blood loss was none. The patients were well and no medical treatments were given. The lot in complaint is the same lot in recall (recall no.8010002-3/28/05-001-r).